Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that blood glucose levels were reaching up to 27.7 mmol/l (499 mg/dl) while wearing the pod between 25 and 36 hours. The pink slide did not move forward despite the cannula being visible and having inserted into the patient¿s skin; indicative of a needle mechanism failure. No treatment details were reported.